Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the nozzle" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: instructions for gif-xz1200, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-xz1200, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter coming out from the nozzle. There were no reports of patient involvement.